Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited no disposable" alarms with 100ml cassette. No patient injury reported.